Manufacturer narrative:
Follow-up #1: date of submission 9/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: testing was unable to duplicate the complaint. The pump history shows the pump was manually suspended on (B)(6) 2016 at 22:17; deliveries never resumed. On (B)(6) 2016 at 07:47 was manually suspended & manually resumed at 08:35.. Manually suspended on (B)(6) 2016 08:17 & manually resumed at 08:35. Manually suspended on (B)(6) 2016 05:17 & manually resumed at 05:44. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during the investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (db mgt inaccurate delivery) issue. The patient had a blood glucose between 250 adn 500 mg/dl, with no symptoms, requiring no unusual treatment. During troubleshooting customer support (cs) found no potential causes of an inaccurate delivery issue: time/date were correct, basal and bolus histories were as expected. Cs attributed the bg excursion to diabetes management and referred the patient to a health care provider. This complaint is being reported because the health care provider has lost confidence in the pump.